Event description:
It was reported that during the procedure from the saphenous vein graft to the left anterior descending artery (lad) via radial access, for treatment of a native lesion in the lad, a 3.0x12 rx xience xpedition stent delivery system was advanced over a prowater guide wire through a 6f guide catheter and 6f guideliner. During advancement of the stent delivery system, resistance was felt with the guideliner. The sds was pushed through the guideliner to the target site. The stent balloon was inflated to 12 atmospheres and the stent system was withdrawn from the anatomy. Intravascular ultrasound was performed and the stent could not be seen. The procedure was prolonged slightly as the physician attempted to locate the stent. The stent was ultimately found outside of the anatomy on the proximal segment of the stent delivery system. A 3.0x12 non-abbott stent delivery system was advanced to the target site and the stent was successfully implanted. The patient remained stable throughout the procedure and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: prowater. Guide catheter: 6f and 6f guideliner. (B)(4) - against resistance. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Based on the reviewed information, no product deficiency was identified.